Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving bupivacaine (4 mg/ml, minimum rate) and morphine (4 mg/ml, minimum rate) via an implantable pump for non-malignant pain. It was reported that about 2 weeks ago, the patient started going through withdrawal and their pain relief diminished. The hcp attempted to do a catheter access port (cap) aspiration at that time, and was unsuccessful so a catheter revision was scheduled for today. As the hcp opened up the pocket, it was discovered that the "entire catheter" was in the pocket. The rep stated that the hcp "does not believe in anchoring the catheter" and that today they added an 8780 spinal segment and a portion of the 8780 spinal segment to the existing pump segment. Programming considerations were reviewed. A prime bolus would be used, since after the catheter revision the hcp successfully aspirated from the cap.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the cause of the catheter being in the pump pocket was body habitus. It was reported the catheter revision had resolved the patient's diminished pain relief and withdrawal.

Manufacturer narrative:
Product ID 8780 lot# serial# hg3d1vw14 implanted: (B)(6) 2019, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.